Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for spinal pain. A critical alarm occurred on (B)(6) 2015; assumed to be the empty pump reservoir alarm. The patient was supposed to get refilled. The managing hcp was incarcerated and there was no other hcp following the patient. The patient was seen in the emergency room (ER) twice in the past 24 hours due withdrawal symptoms: nausea, vomiting, increased pain, and agitation. The reporter was looking for an hcp who would accept the patient and refill the pump. The alarm was heard, but there was no access to a clinician programmer. The local manufacturer representative was paged and there was no answer yet. The withdrawal symptoms began in (B)(6) 2015. Additional information was requested from the consumer regarding in a new managing hcp was found, what actions/interventions were required to mitigate the issue, and if the issue resolved. If additional information is received, a follow-up report will be submitted.